Event description:
Reporter stated that patient received a result of 239 mg/dl while using the suspect device. Reporter noted that, based on this result, patient delivered iu of fast-acting insulin. Reporter indicated that - 1 hour later patient lost consciousness. Reporter indicated that medical service, and retested patient's blood glucose, using the suspect device, with a result of "hi" (600 mg/dl). Reporter indicated that emergency medical services arrived eight minutes later, and tested patient's blood glucose (using paramedics' blood glucose monitor), with a result of 20mg/dl. Reporter stated that patient was treated with an intravenous dextrose solution. No additional details of patient's treatment were provided. Patient's current condition: "ok, a little grumpy". Reporter stated that quality control testing was performed on the suspect device, the day after the event, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.